Event description:
It was reported by mother that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include swelling, irritation, pain and hyperglycemia (blood glucose level over 250mg/dl) the patient was taken a local clinic and diagnosed with cellulitis. The patient was prescribed kefllex (500mg), to be taken for 7 days; patient was also advised to take over the counter ibuprofen as needed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.